Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Clinical code 4581 is provided for incision enlargement. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was found to be missing the trailing haptic after implantation in to the eye. The iol was removed and replaced with another dcb00v. There was no reported resistance feeling during implantation and it is thought that the iol never had a trailing haptic. The incision was enlarged but there was no need for capsular laceration, unplanned vitrectomy, or sutures. There was no reported patient injury.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 27, 2023. Section h3: device evaluated by manufacturer: yes . Device evaluation: part of the complaint lens was received stuck to a piece of gauze. Visual inspection under magnification revealed that the complaint lens was returned cut (but not severed), with lens damage, and a missing detached haptic which was later observed stuck inside the lens module. Trace amounts of viscoelastic residue was observed inside the cartridge of the handpiece device consistent with inadequate ovd usage during loading and insertion. No defects or assembly issues were observed before and after disassembly the handpiece for evaluation. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.